Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that a red blood cell (rbc) spillover occurred at the start of the first draw cycle which the device correctly alarmed "potential rbc spillover" then triggered a "4402 potential hemolysis" alarm. This does not indicate hemolysis and the device did not enter a return cycle, therefore, it could not be returned to the donor. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported potential hemolysis. Donor information and outcome are unknown at this time. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported potential hemolysis. Donor information and outcome are unknown at this time. Terumo bct is awaiting return of the collection set for evaluation.